Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1of 1 for this complaint (B)(4).

Event description:
It was reported that it was noticed after sterilization that metal shavings were present inside a trocar. There was no patient interaction.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the inside diameter is damaged, the anodized coating is worn off, and shavings visible on the entrance side for the spiral blade. The inside diameter on the entrance side for the blade is damaged; the dimensions cannot be checked to the print specifications anymore. The inside bore of the device shows wear from often or forcible use. This complaint is deemed indeterminate from a manufacturing standpoint. The manufacturing evaluation showed that the rear opening of protection sleeve shows clear indications of scraping and wear which will let a 13mm drill pass too deep. Burrs and shavings clearly visible in ID of protection sleeve. Damage to opening of protection sleeve allows 351.27 to pass deeper than design intends before drill jams. Presuming 03.010.081 and 351.21 in the field were manufactured within specification, damage is indicative of excessive force while drilling. There are more than 14,000 nails implanted yearly. This is the first failure of this type reported. It is concluded that this complaint is invalid, and caused by excessive force by the user. Placeholder.